Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach via the left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After crossing the lesion area with a guidewire, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. A smaller diameter of coyote es balloon catheter was advanced and dilatation was performed. Further dilatation was made with a sterling balloon catheter and the procedure was completed. No patient complications were reported.